Manufacturer narrative:
Patient is autistic and has a history of self-harm including a previous suicide attempt in 2023.

Event description:
The patient's mother notified the tms provider's practice that her son (patient) had inflicted self-harm by taking too many pills from his medication. Patient's mother did not refer to it as a suicide attempt but referred to as self-harm. Patient was taken to the ER and then admitted to 7 days of inpatient treatment.